Manufacturer narrative:
Corrected data: h10: "excessive vault" should be corrected to "low vault" in previous MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 13.2mm, vticmo13.2, -16.00/0.5/122 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od). Refractive surprise and excessive vault were observed. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. Claim# (B)(4).

Manufacturer narrative:
Age or date of birth: unknown. Sex: unknown. Weight: unknown. Ethnicity: unknown. Race: unknown. Date of event: unknown. Common device name-product code: unknown. Model #: unknown. Implant date: unknown. PMA/510k-this product is not marketed in the us, device manufacture date: unknown. (B)(4).

Event description:
The reporter indicated that refractive surprise has been observed in patient. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.